Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device from the introducer sheath could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device from the introducer sheath appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion at the ostium of the saphenous vein (sv) graft. A 5.00 x 15 mm nc trek rx balloon was inflated to 18 atmospheres, but then the balloon would not deflate. The physician cut the shaft of the nc trek balloon dilatation catheter (bdc) outside the anatomy and the balloon partially deflated. The bdc was pulled back into the introducer sheath and they were removed from the anatomy as a unit. A new unspecified bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.